Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated pd set with cassette leaked. Moisture was observed at the patient line after priming and the cycler was in standby for patient connection. The disposables were discarded and they started over with new supplies. There was no patient involvement. No additional information is available.